Manufacturer narrative:
(B)(4). Additional information: as the minicap was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced a minicap missing the iodine sponge. There were no issues noted with the packaging. The missing sponge was noted prior to use and the minicap was discarded prior to use. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Specific occurrence date unknown, however, occurred in the previous month ((B)(6) 2013). The device was manufactured between 07/29/2013 - 08/01/2013. A review of all batch record documents for lot number gd895078 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.